Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h3, h6 and h10. Result of investigation: the vyaire technical support was able to confirmed and duplicate the reported issue transducer pt802 failed. This is a known issue can be referenced with CAPA ca-2017-0206 and scar ps-14-46.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported that vela comp d is alarming transducer fault. There is no patient involvement in this reported event.